Event description:
(B)(6) is a (B)(6) white male who was admitted to the hospital on (B)(6) 2022 for chest pain that started 2-3 days previously. It occurred at rest, but got worse with exercise. He was sent to step down unit for his continued angina without abnormal cardiovascular findings. An order was placed for nitroglycerin drip to start at 5mcg/min up to a max of 10mcg/min. When the rn went to chart the drip, a drop down in cerner requires her to fill in the units and she selected mcg/kg/min (wt (B)(6)). This site is on pump integration - so when the nurse went to program the drug - it triggered a "no drug selected" wild card on the pump because the units didn't match. Unfortunately, the proceed button was clicked and the patient received the entire bottle of nitroglycerin at a rate of 600mcg/min over 1.5 hours. The next nurse noticed the bottle was empty and all stakeholders were contacted. Poison control provided guidance. Overnight, patient's vitals remained stable and all was checked to ensure the medication didn't leak to the floor - it was determined that the medication did likely infuse into the patient as described above. He was sent to the cath lab on (B)(6) 2022 and he was found to have an nstemi. Otherwise, noted, patient remained stable through the following days of admission. Physicians involved were notified and nitro was not restarted. FDA safety report ID# (B)(4).